Event description:
It was reported that, "patient presented with thigh pain. X-rays revealed a slightly undersized femoral stem that appeared loose. The stem was removed and replaced with a number 10 securfit max stem and a 36mm+ 5 c-taper head."

Manufacturer narrative:
The device is not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report.